Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 5 years post deployment of a 23mm sapien valve (exact date unknown) the patient was found to have severe central leak and mild paravalvular leak (pvl). The patient has been hospitalized with chf multiple times over the course of the last 6 months. A valve-in-valve procedure was scheduled, however, it was postponed due to patient's increased creatinine level.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the increased central regurgitation cannot be confirmed, however maybe due to patient factors (increase creatinine levels). Additional information was requested but was not forthcoming. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should additional information be received this case will be reopened and further investigated.